Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received unexpected restart alarms. The customer's blood glucose was 145 mg/dl at the time of incident. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer reported that they received a battery out limit alarm as well. The customer declined to troubleshoot for the battery out limit alarm. The insulin pump will not be returned for analysis.